Event description:
It was reported that stent dislodgement and stent migration occurred. The 90% stenosed target lesion was located in mildly tortuous and severely calcified native obtuse marginal branch. An unspecified promus premier stent delivery system was deployed in the circumflex artery. A 3.0x16 promus premier stent delivery system was selected to treat the target lesion; however, the device was unable to cross the lesion. As they were trying to remove the device from the vessel, the stent started coming off of the stent delivery system. They tried to remove everything at one time while the stent was still half way on the balloon catheter. Once they got down into the peripheral anatomy, the stent came off completely and ended up in the peroneal artery of the patient's right leg. The stent was not retrieved. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).